Manufacturer narrative:
Result of investigation: during the examination of the optics, poor imaging was detected, caused by a break in one or more rod lenses. The distal cover glass shows residues of unknown origin. The metal is pitted around the distal window. Thus, the inspection confirmed the error description provided by the customer: "black debri / foggy". This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It has been reported there was black debri coming out of bottom of eye piece. Foggy. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.